Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.

Event description:
The event reported as: alleged issue: insulation is coming off at the end of the device. Problem was reported when item was returned for cleaning. No pt injury reported.